Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of out of range hv lead impedance was confirmed in the laboratory. X-ray analysis identified a broken rv header wire connection as the cause for the impedance anomaly.

Event description:
It was reported that an alert was triggered due to out of range hv lead impedance. The system was explanted and replaced.